Event description:
It was reported that a cartridge was leaking from the septum. Customer's blood glucose level was 126 mg/dl. Reportedly, the customer was able to load a new cartridge to address the issue.